Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's printer will not print. (B)(6) called for help with the printer. She states that the printer will not print the unassisted blood pressure while in 1:2. All print settings were correct. The pump will be sent to biomed once removed from the patient. The patient is stable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Multiple attempts have been performed to obtain additional information and/or product return. No response has been provided from the customer. A supplemental report will be send if additional information is provided.